Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent what is the lot number? No further information is available. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a reservoir was used. The reservoir could not be locked. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.